Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, assisted them in carrying out the reset process, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to call back if any further issues arise.